Event description:
Age at the time of event: adult. General report received of an unspecified number of undocumented incidents of the clave ports remained in the open position; subsequently leaks of radioactive tracer solutions were noted. It was reported that stopcocks were connected the clave ports of the tubing sets and were being accessed to deliver unspecified radioactive tracer solutions. The customer contact reported that during the delivery of the solutions, no flow of solution and a "very little" volume of blood and solutions leaked. The tubing sets were clamped. The customer contact stated that after the stopcocks were disconnected from the clave ports, it was noted that the silicone sleeves of the clave ports remained in the depressed position. The tubing sets were replaced and the procedures were restarted. There were no reported adverse pt effects .no medical interventions were required. Though requested, no additional info was provided.

Manufacturer narrative:
Devices are expected to be returned for investigation. They have not yet been received. (B) (4). (B) (4).